Event description:
A customer contacted baxter technical services (bts) regarding assistance with a check lines and bags alarm during the setup on the homechoice machine(hc). During troubleshooting, the hp stated that the previous night when they started over with new supplies they only changed out the cassette. Therapy went okay. The technical service representative (tsr) explained to the hp the possible compromise to the setup. The tsr advised the hp to notify the nurse. The hp requested the hc to be swapped. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The nurse was contacted on (B)(6) 2012. The nurse stated this was an isolated event. The nurse stated that the home patient (hp) did not develop any adverse reactions or require any medical intervention. The nurse stated the hp is currently performing therapy without any complications.

Manufacturer narrative:
(B)(4). This report of a use error - reuse of single-use product issue was confirmed. The root cause was undetermined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.